Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed the high voltage lead impedance was trending up and showed an out of range impedance reading. No patient symptoms were reported. Device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
No conclusion code available. The reported high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and an anomalous transistor was noted to be the cause of the reported high hv lead impedance.